Event description:
It was reported that the pump battery was depleting quickly, the battery gauge was fluctuating, and the wake button became detached from the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.